Event description:
Caller reported active s system blood glucose result of 12 mg/dl, "ate some raisins", retest result was 173 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported active s system blood glucose result of 12 mg/dl, "ate some raisins", retest result was 173 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.